Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complications suffered by plaintiff were not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information was received on 05-jul-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found another piece of essure that had migrated into my abdomen') and fallopian tube perforation ('migration of essure device location of device: left side of abdomen / perforation (other) please describe and state the location of the perforation: left tube into abdomen / essure noted poking out end of the fallopian tube/ essure that had migrated') in a 47-year-old female patient who had essure (batch no. 686786-inv, 20224430,685786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included overweight, coital bleeding, menometrorrhagia, cervix inflammation, intramural leiomyoma of uterus, emotional lability, hot flashes and night sweats. Concomitant products included escitalopram oxalate (lexapro) for anxiety and depression as well as betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;cholecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) since 2016 and ibuprofen since 2010. On (B)(6) 2010, the patient had essure inserted. In august 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / cramps with large blood clots and very heay bleeding"). In january 2011, the patient experienced alopecia ("hair loss falling out in clumps thinning all over"), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue extremely tired and hard to function at work") and abdominal pain ("left abdominal pain") and was found to have weight increased ("weight gain/ loss (specify which one )+50lbs"). In june 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower ("severe pain on left lower abdomen"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/massive bleeding"), back pain ("back pain"), insomnia ("can't seem to sleep"), pain in extremity ("feet aches"), neck injury ("neck is messed up"), infection ("I wash my hands until they almost bleed. Not sure why it got infected"), nausea ("sick to my stomach"), dizziness ("dizzy"), eye disorder ("eye issues"), procedural pain ("hysterectomy scars pain/2 years later I had massive pains"), pyrexia ("massive chills and fever"), decreased appetite ("loss of appetite"), cough ("constant cough"), embedded device ("embedded coil"), gait disturbance ("can barely walk"), erythema ("redness") and tenderness ("tenderness"). The patient was treated with surgery (hysterectomy (uterus and cervix removed) - laparoscopy with bilateral salpingectomy and total hysterectomy (uterus and cervix removed),laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, back pain, alopecia, weight increased, headache, vaginal haemorrhage, tooth disorder, fatigue, insomnia, pain in extremity, neck injury, infection, nausea, dizziness, eye disorder, procedural pain, pyrexia, decreased appetite, cough, embedded device and gait disturbance outcome was unknown, the menorrhagia, migraine, dysmenorrhoea, erythema and tenderness had resolved and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cough, decreased appetite, device breakage, dizziness, dysmenorrhoea, embedded device, erythema, eye disorder, fallopian tube perforation, fatigue, gait disturbance, genital haemorrhage, headache, infection, insomnia, menorrhagia, migraine, nausea, neck injury, pain in extremity, procedural pain, pyrexia, tenderness, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Current weight 240 lbs. Approximate weight at the time of essure placement 190 lbs. Discrepancy noted: date(s) of removal: (B)(6) 2011 & (B)(6) 2016. Left approximately 6 coils outside of the ostium. The same thing was done on the left part and 4 coils were left on the left part. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Lot number: 20224430 manufacturing date: 2009/11 expiration date: 2012/11 . Batch number:685786 manufacture date: 2009-10 expiration date: 2012-10. Lot number - 686786 is not valid. Concerning the injuries reported in this case, the following one were reported from social media : feet aches, neck is messed up, I wash my hands until they almost bleed. Not sure why it got infected, redness, tenderness, sick to my stomach, dizzy, eye issues, hysterectomy scars pain, massive chills and fever, loss of appetite, constant cough, can barely walk, embedded coil. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain, abdominal pain lower, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information added. Events: feet aches, neck is messed up, I wash my hands until they almost bleed. Not sure why it got infected, redness, tenderness, sick to my stomach, dizzy, eye issues, hysterectomy scars pain, massive chills and fever, loss of appetite, constant cough, can barely walk, embedded coil added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found another peice of essure that had migrated into my abdomen'), fallopian tube perforation ('migration of essure device location of device: left side of abdomen / perforation (other) please describe and state the location of the perforation: left tube into abdomen / essure noted poking out end of the fallopian tube/ essure that had migrated') and embedded device ('embedded coil') in a 47-year-old female patient who had essure (batch no. 686786-inv, 20224430,685786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included overweight, coital bleeding, menometrorrhagia, cervix inflammation, intramural leiomyoma of uterus, emotional lability, hot flashes and night sweats. Concomitant products included escitalopram oxalate (lexapro) for anxiety and depression as well as betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) since 2016 and ibuprofen since 2010. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / cramps with large blood clots and very heay bleeding"). In january 2011, the patient experienced alopecia ("hair loss falling out in clumps thinning all over"), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue extremaly tired and hard to fumction at work") and abdominal pain ("left abdominal pain") and was found to have weight increased ("weight gain/ loss (specify which one )+50lbs"). In (B)(6)2012, the patient experienced tooth disorder ("dental problems"). On(B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower ("severe pain on left lower abdomen"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/massive bleeding"), back pain ("back pain"), insomnia ("can't seem to sleep"), pain in extremity ("feet aches"), neck injury ("neck is messed up"), infection ("I wash my hands until they almost bleed. Not sure why it got infected"), nausea ("sick to my stomach"), dizziness ("dizzy"), eye disorder ("eye issues"), scar pain ("hysterectomy scars pain/2 years later I had massive pains"), pyrexia ("massive chills and fever"), decreased appetite ("loss of appetite"), cough ("constant cough"), gait disturbance ("can barely walk"), erythema ("redness") and tenderness ("tenderness"). The patient was treated with surgery (hysterectomy (uterus and cervix removed) - laparoscopy with bilateral salpingectomy and total hysterectomy (uterus and cervix removed),laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, fallopian tube perforation, embedded device, genital haemorrhage, back pain, alopecia, weight increased, headache, vaginal haemorrhage, tooth disorder, fatigue, insomnia, pain in extremity, neck injury, infection, nausea, dizziness, eye disorder, scar pain, pyrexia, decreased appetite, cough and gait disturbance outcome was unknown, the menorrhagia, migraine, dysmenorrhoea, erythema and tenderness had resolved and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cough, decreased appetite, device breakage, dizziness, dysmenorrhoea, embedded device, erythema, eye disorder, fallopian tube perforation, fatigue, gait disturbance, genital haemorrhage, headache, infection, insomnia, menorrhagia, migraine, nausea, neck injury, pain in extremity, pyrexia, scar pain, tenderness, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had the need for additional surgery. Current weight 240 lbs. Approximate weight at the time of essure placement 190 lbs. Discrepancy noted: date(s) of removal: (B)(6)2011 & (B)(6)2016. Left approximately 6 coils outside of the ostium. The same thing was done on the left part and 4 coils were left on the left part. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion.. Lot number: 20224430 manufacturing date: 2009/11 expiration date: 2012/11 batch number:685786 manufacture date: 2009-10 expiration date: 2012-10 lot number - 686786 is not valid. Concerning the injuries reported in this case, the following one were reported from social media : feet aches, neck is messed up, I wash my hands until they almost bleed. Not sure why it got infected, redness, tenderness, sick to my stomach, dizzy, eye issues, hysterectomy scars pain, massive chills and fever, loss of appetite, constant cough, can barely walk, embedded coil. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain, abdominal pain lower, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: event "embedded coil" category was updated to serious incident (previously captured as non-serious incident)".correction due to discrepancy between coding action item and match point coder query. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), alopecia ("hair loss"), weight increased ("weight gain") and headache ("headaches"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, back pain, alopecia, weight increased and headache outcome was unknown. The reporter considered alopecia, back pain, device dislocation, genital haemorrhage, headache and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-nov-2017: summons received: event medical device removal and device complications were replaced with new events migration, abnormal bleeding, back pain, hair loss, weight gain, headaches, pain and reporter, product start, stop date update and were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device: left side of abdomen / perforation (other) please describe and state the location of the perforation: left tube into abdomen") and genital haemorrhage ("abnormal bleeding") in a 47-year-old female patient who had essure (batch no. 685786, 20224430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos. Concurrent conditions included overweight. Concomitant products included betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;cholecalciferol;copper sulfate; cyanocobalamin; folic acid;hesperidin; inositol; iron amino acid chelate; lycopene;lysine hydrochloride; magnesium oxide;manganese sulfate; molybdenum trioxide; nicotinamide; phytomenadione; potassium iodide;potassium sulfate;pyridoxine hydrochloride; retinol acetate;riboflavin; selenomethionine; silicon dioxide, colloidal; sodium borate decahydrate; thiamine mononitrate; tocopheryl acid succinate; ubidecarenone;zinc oxide (multivitamin & mineral) since 2016 and ibuprofen since 2010. On (B)(6) 2010, the patient had essure inserted and removed on (B)(6) 2016. A new essure was inserted on an unknown date and removed on an unknown date. A new essure was inserted on an unknown date. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / cramps with large blood clots and very heay bleeding"). In (B)(6) 2011, the patient experienced alopecia ("hair loss falling out in clumps thinning all over"), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue extremely tired and hard to function at work") and abdominal pain ("left abdominal pain") and was found to have weight increased ("weight gain/ loss (specify which one )+50 lbs"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower ("severe pain on left lower abdomen"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed) - laparoscopy with bilateral salpingectomy.). Essure was removed. At the time of the report, the fallopian tube perforation, genital haemorrhage, back pain, alopecia, weight increased, headache, vaginal haemorrhage, tooth disorder and fatigue outcome was unknown, the menorrhagia, migraine and dysmenorrhoea had resolved and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Current weight 240 lbs. Approximate weight at the time of essure placement 190 lbs. Discrepancy noted: date(s) of removal: (B)(6) 2011 & (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion.. Lot number: 20224430 manufacturing date: 2009/11 expiration date: 2012/11; lot number: 685786 manufacturing date: 2009/10 expiration date: 2012/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: left side of abdomen / perforation (other) please describe and state the location of the perforation: left tube into abdomen / essure noted poking out end of the fallopian tube') and genital haemorrhage ('abnormal bleeding') in a 47-year-old female patient who had essure (batch no. 686786, 20224430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included overweight, coital bleeding, menometrorrhagia, cervix inflammation, intramural leiomyoma of uterus, emotional lability, hot flashes and night sweats. Concomitant products included escitalopram oxalate (lexapro) for anxiety and depression as well as betacarotene; bioflavonoids; biotin; calcium ascorbate; calcium pantothenate; calcium phosphate; choline bitartrate; chromic chloride; cholecalciferol; copper sulfate; cyanocobalamin; folic acid;hesperidin; inositol; iron amino acid chelate; lycopene; lysine hydrochloride; magnesium oxide; manganese sulfate; molybdenum trioxide; nicotinamide; phytomenadione; potassium iodide; potassium sulfate; pyridoxine hydrochloride; retinol acetate; riboflavin; selenomethionine; silicon dioxide, colloidal; sodium borate decahydrate; thiamine mononitrate; tocopheryl acid succinate; ubidecarenone; zinc oxide (multivitamin & mineral) since 2016 and ibuprofen since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / cramps with large blood clots and very heavy bleeding"). In (B)(6) 2011, the patient experienced alopecia ("hair loss falling out in clumps thinning all over"), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue extremely tired and hard to function at work") and abdominal pain ("left abdominal pain") and was found to have weight increased ("weight gain/ loss (specify which one ) +50 lbs"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower ("severe pain on left lower abdomen"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed) - laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, back pain, alopecia, weight increased, headache, vaginal haemorrhage, tooth disorder and fatigue outcome was unknown, the menorrhagia, migraine and dysmenorrhoea had resolved and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Current weight 240 lbs. Approximate weight at the time of essure placement 190 lbs. Discrepancy noted: date(s) of removal: (B)(6) 2011 & (B)(6) 2016. Left approximately 6 coils outside of the ostium. The same thing was done on the left part and 4 coils were left on the left part. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion.. Lot number: 20224430 manufacturing date: 2009/11 expiration date: 2012/11. Lot number: 686786 manufacturing date: 2009/10 expiration date: 2012/10. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain, abdominal pain lower, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: medical records received: lot number was corrected. Medical history and concomitant conditions were added. Concomitant drug was added. Reporters were added. Patient race information was added. Reporter causality comments were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found another peice of essure that had migrated into my abdomen'), fallopian tube perforation ('migration of essure device location of device: left side of abdomen / perforation (other) please describe and state the location of the perforation: left tube into abdomen / essure noted poking out end of the fallopian tube/ essure that had migrated') and genital haemorrhage ('abnormal bleeding') in a 47-year-old female patient who had essure (batch no. 686786-inv, 20224430,685786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included overweight, coital bleeding, menometrorrhagia, cervix inflammation, intramural leiomyoma of uterus, emotional lability, hot flashes and night sweats. Concomitant products included escitalopram oxalate (lexapro) for anxiety and depression as well as betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) since 2016 and ibuprofen since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / cramps with large blood clots and very heay bleeding"). In (B)(6) 2011, the patient experienced alopecia ("hair loss falling out in clumps thinning all over"), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue extremaly tired and hard to fumction at work") and abdominal pain ("left abdominal pain") and was found to have weight increased ("weight gain/ loss (specify which one )+50lbs"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower ("severe pain on left lower abdomen"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed) - laparoscopy with bilateral salpingectomy and total hysterectomy (uterus and cervix removed),laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, back pain, alopecia, weight increased, headache, vaginal haemorrhage, tooth disorder and fatigue outcome was unknown, the menorrhagia, migraine and dysmenorrhoea had resolved and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Current weight 240 lbs. Approximate weight at the time of essure placement 190 lbs. Discrepancy noted: date(s) of removal: (B)(6) 2011 & (B)(6) 2016. Left approximately 6 coils outside of the ostium. The same thing was done on the left part and 4 coils were left on the left part. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Lot number: 20224430 manufacturing date: 2009/11 expiration date: 2012/11. Batch number:685786 manufacture date: 2009-10 expiration date: 2012-10. Lot number - 686786 is invalid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain, abdominal pain lower, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device: left side of abdomen / perforation (other) please describe and state the location of the perforation: left tube into abdomen") and genital haemorrhage ("abnormal bleeding") in a 47-year-old female patient who had essure (batch no. 685786, 20224430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos. Concurrent conditions included overweight. Concomitant products included betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) since 2016 and ibuprofen since 2010. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / cramps with large blood clots and very heavy bleeding"). In (B)(6)2011, the patient experienced alopecia ("hair loss falling out in clumps thinning all over"), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue extremely tired and hard to function at work") and abdominal pain ("left abdominal pain") and was found to have weight increased ("weight gain/ loss (specify which one )+50lbs"). In (B)(6)2012, the patient experienced tooth disorder ("dental problems"). On (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower ("severe pain on left lower abdomen"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed) - laparoscopy with bilateral salpingectomy.). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, back pain, alopecia, weight increased, headache, vaginal haemorrhage, tooth disorder and fatigue outcome was unknown, the menorrhagia, migraine and dysmenorrhoea had resolved and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Current weight 240 lbs. Approximate weight at the time of essure placement 190 lbs. Discrepancy noted: date(s) of removal: (B)(6)2011 & (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 11-feb-2019: new pfs received. Lot number added. New events- abnormal bleeding (vaginal, menorrhagia), migraines¸ dental problems, dysmenorrhea (cramping), fatigue, severe pain on left lower abdomen, left abdominal pain were added. Outcome for events menorrhagia, cramping, abdominal pain, migraines new reporters, plaintiffs information, concomitant condition and drugs added. Lab data added. Event device dislocation updated to fallopian tube perforation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found another piece of essure that had migrated into my abdomen'), fallopian tube perforation ('migration of essure device location of device: left side of abdomen / perforation (other) please describe and state the location of the perforation: left tube into abdomen / essure noted poking out end of the fallopian tube/ essure that had migrated') and genital haemorrhage ('abnormal bleeding') in a 47-year-old female patient who had essure (batch no. 686786, 20224430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included overweight, coital bleeding, menometrorrhagia, cervix inflammation, intramural leiomyoma of uterus, emotional lability, hot flashes and night sweats. Concomitant products included escitalopram oxalate (lexapro) for anxiety and depression as well as betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) since 2016 and ibuprofen since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / cramps with large blood clots and very heavy bleeding"). In (B)(6) 2011, the patient experienced alopecia ("hair loss falling out in clumps thinning all over"), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue extremely tired and hard to function at work") and abdominal pain ("left abdominal pain") and was found to have weight increased ("weight gain/ loss (specify which one )+50lbs"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower ("severe pain on left lower abdomen"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed) - laparoscopy with bilateral salpingectomy and total hysterectomy (uterus and cervix removed),laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, back pain, alopecia, weight increased, headache, vaginal haemorrhage, tooth disorder and fatigue outcome was unknown, the menorrhagia, migraine and dysmenorrhoea had resolved and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Current weight 240 lbs. Approximate weight at the time of essure placement 190 lbs. Discrepancy noted: date(s) of removal: (B)(6) 2011 & (B)(6) 2016. Left approximately 6 coils outside of the ostium. The same thing was done on the left part and 4 coils were left on the left part. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Lot number: 20224430 manufacturing date: 2009/11, expiration date: 2012/11 . Lot number: 686786 manufacturing date: 2009/10, expiration date: 2012/10. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain, abdominal pain lower, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received. Reporter's information was added. Date of removal was updated. Added event found another piece of essure that had migrated into my abdomen. We received a lot number in this case. A technical investigation will be conducted, including a batch review and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.